Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the system gave a warning message asking the surgeon for review of settings (safety zone). This message was confirmed by the surgeon and the surgeon ignored the warning errors, cleared the error message and performed the treatment without changes made leading to patient harm and requiring posterior surgery afterwards. Through follow-up we learned that this caused a perforated posterior capsule. A vitrectomy was performed, and a sulcus lens was implanted successfully. The vision post-op is 1.0 and the patient is very happy with the result.

Manufacturer narrative:
Device evaluation: the laser cataract system was evaluated by a field service engineer (fse). No issues with the system could be found. Based on the product evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification.  Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted h3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H4: in initial report, the manufacturer device date provided was inadvertently reported as 5/6/2014, however the correct date is 2/24/2014. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.